Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to an endovascular abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the device became stuck and was removed with force. The device broke at the guide but was held together by the actuator wire. A tear to the artery occurred. The sheath was upsized to a sheath greater than 8.5f and the aaa procedure was completed. A cutdown was done to repair the artery with a patch and achieve hemostasis. The cutdown and repair of the artery delayed the aaa repair by at least 90 minutes resulting in more anesthesia time, it caused a more substantial blood loss than expected and the necessity for a blood transfusion. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation as it is retained at the account. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is possible that the guide was already broken due to aggressive user technique, difficult insertion or excessive torque or force during device placement which contributed to the device entrapment. Therefore, it is unknown if the application of force directly contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the IFU as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.